Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the biomedical engineer of the hospital noticed that the patient pump 2 was not running. However, he was able to start the pump by hand turn. The device could be cleaned successfully and the reported error did not recur. The customer canceled the service request. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a patient pump malfunction during routine cleaning. There was no patient involvement.